Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. Additionally, it was reported that the cartridge did not fit on the pump. Customer was able to load a new cartridge successfully. Customers blood glucose level was 174 mg/dl.